Manufacturer narrative:
The customer called the company clinical support specialist (tss) to assist with troubleshooting. The tss had the customer check to see if the continuous irrigation function was the issue. The customer indicated there was no problem with the continuous irrigation function. During the troubleshooting call, the customer found the side switch of the footswitch to be canted. The customer corrected the positioning of the side switch. The customer stated that they will monitor the issue. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that system had continuous irrigation during a procedure. The system was switched out to complete procedure with no harm to the pt.